Event description:
The implant (actuator and extension rod) was implanted in the femur on (B)(6) 2012. When the doctor viewed the fluoroscopy image of the implant, it appeared the distal end of the actuator had distracted on it's own. The actuator was removed and a new one was implanted successfully.

Manufacturer narrative:
Complaint investigation summary: the explanted device was delivered to ellipse on (B)(4) 2012. Upon receipt, the device was contaminated. Visual inspection indicated that the rod was distracted 2.96mm as received. Functional testing was performed on the actuator and the device was within spec. The device history records were reviewed and the device was within specs at the time of manufacture. Based upon investigation results and product functionality testing, it was confirmed that the actuator meets product spec and functions as intended. The cause is unk for the premature actuator distraction. The reported event with this device could not be duplicated.